Event description:
It was reported by the vad coordinator that seven days post implant, the patient was experiencing multiple "electrical fault" alarms. Log files were sent for analysis to manufacturer. According to the registered nurse (rn) and physical therapist (pt), the alarm went off when they assisted the patient to a sitting position and they were able to reproduce the alarm 3 more times shortly after just by wiggling the driveline. As stated by rn, "the alarms do not change his flows or hemodynamics." It was recommended by clinical engineering to schedule and perform a driveline connector cleaning. Upon initial visual inspection there was a significant amount of residue of red material on boot and connector body. All residues were wiped with alcohol. Greenish material was also evident on the connector pins according to the vad coordinator. Pump was stopped for 2 minutes during procedure, patient tolerated well and remained hemodynamically stable and off any drips. Investigation still in progress. This is report 1 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. This is one of two reports (3007042319-2015-01336 and 3007042319-2015-01337) submitted for devices related to the same event. The device remains implanted.

Manufacturer narrative:
The device is used for treatment not diagnosis. The controller was returned for evaluation. Review of the manufacturing documentation confirmed that the controller met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Field service engineer confirmed the presence of a foreign material in the driveline connector. The controller failed visual inspection but passed functional testing. The reported electrical faults were confirmed via review of the controller log files, which revealed electrical fault alarms on the date of the reported event. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event is the ingress of contaminants onto the driveline connector pins resulting from unsealed inner lumen channels or the clinical process and subsequent handling of the driveline. These factors may have allowed external contaminates to enter the driveline connector. There was no reported patient injury as consequence of this event or the cleaning procedure. Electrical fault due to contamination is a known issue being investigated by the manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur.  It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01337 and 3007042319-2015-01337) submitted for devices related to the same event.